Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead exhibited high impedance and threshold values. The lead was repositioned four times during the procedure but lead measurements did not improve. A lead fracture was confirmed. The lead was removed and replaced. After removing the lead it was observed that the connector tip of the lead was kinked. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The distal connector of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).